Event description:
A hospital in (B) (6) reported via a fisher & paykel healthcare clinical product specialist that in an application involving the mr850 respiratory humidifier, rt329 infant continuous flow breathing circuit and high flow nasal cannula, condensation built up and sprayed over the patient's face and into her nostrils, causing the patient to cough. The infant patient was not within an incubator at the time of the incident. Medical staff attending to the patient promptly responded which prevented gross aspiration of water. The hospital further reported that medical staff continually drain or replace breathing circuits as a result of condensation issues.

Manufacturer narrative:
(B) (4). Fisher & paykel healthcare has requested additional information in respect of the circumstances of the event including the patient's status, equipment settings and conditions in which the subject mr850 humidifier was being used at the time of the event. We are currently awaiting this information in order to assist in an analysis of the possible root cause of the event. We will provide a follow-up report upon receipt of sufficient information and completion of our analysis.